Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the manufacturer representative could not reproduce the issue. He performed gain calibrations and verified the system. The imaging system then passed the system checkout and was found to be fully functional. The system was found to be fully functional. Software was analyzed by the manufacturer for analysis. Analysis found no failure and the issue to not be related to a software issue. UDI not available, request made.

Event description:
It was reported that after taking a spin, the images had black lines running through them on all the orthogonal views. The exams transferred without error but when they were received on the navigation system, there were also black lines through the exams. There was no impact to the patient outcome and no delay due to the reported issue. No complications were reported/anticipated.